Event description:
It was reported that during priming with bd maxplus¿ pressure rated extension set with removable needleless connector the line was clogged. There was no patient impact. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: it was reported by customer that "for the second time in a few weeks, attached extension set to saline flush and when she began to prime the line, she was unable to flush saline through the extension set. "

Manufacturer narrative:
Investigation summary: one sample model#: mp5303-c, lot#: 22129025 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd syringe filled with water and flushed successfully. The customer complaint that the set was unable to flush could not be replicated. The root cause could not be determined because the issue could not be replicated. The probable cause is a lack of air sweep in the manufacturing process. A device history record review for model: mp5303-c lot number: 22129025 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 21-feb-2023 investigation summary one sample model# mp5303-c, lot#22129025 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd syringe filled with water and flushed successfully. The customer complaint that the set was unable to flush could not be replicated. The root cause could not be determined because the issue could not be replicated. The probable cause is a lack of air sweep in the manufacturing process. A device history record review for model mp5303-c lot number 22129025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10

Event description:
It was reported that during priming with bd maxplus¿ pressure rated extension set with removable needleless connector the line was clogged. There was no patient impact. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: it was reported by customer that "for the second time in a few weeks... Attached extension set to saline flush and when she began to prime the line, she was unable to flush saline through the extension set. "